Event description:
It was reported that during the meniscus repair surgery, the suture of ultra fast-fix broke. No patient injury or significant delay were reported. Procedure was completed with a back up device.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger is fully advanced and locked within the handle. No suture or ts remain on the delivery needle or were returned. Without the return of the suture the reported complaint of breakage cannot be confirmed.